Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed oversensing due to electromagnetic interferences (emi) on the patients implantable cardiac monitor (icm). Programming changes were recommended. No patient symptoms or intervention was reported.